Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection of some of the attune consignment instruments at (B)(6) hospital, an attune femoral impactor, an attune fb tibial impactor, and an attune cr articular surface were found to be cracked or damaged. 1) the femoral impactor has a single crack that wraps around the impactor, from the middle to the proximal portions of the impactor. There are no chipped or missing sections of the impactor. 2) the tibial impactor has several small fractures and a missing chipped off the proximal portion of the impactor. 3) as for the articular surface, the spring that wraps around one of the two shim connection posts is bent. Replacement instruments are needed to complete the instrument trays.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.